Event description:
During index procedure the patient had 2 endeavor sprint drug eluting stents implanted in the rca. Approximately 10 months later the patient suffered multiple lacunar infarcts (stroke). The patient was treated with medication and recovered. Investigator indicated that the reported event was not related to the study device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.